Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental abutment located in position number #24 failed because it fractured at the screw part. The doctor reports that the procedure was concluded by using another item.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc343u, certain low profile one-piece abutment 3.4mm(d) x 3mm(h) for evaluation. Visual evaluation was performed. The returned abutment has signs of use and was observed fractured at the screw threads. Device history record (DHR) review was completed for the subject lot number 2022080799. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022080799 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : abutment based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction did occur. The returned abutment has signs of use and was observed fractured at the screw threads. The reported was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.